Manufacturer narrative:
The biomedical engineer reported that the roll stand was unstable, and the roll stand base needed to be tightened. A follow up was performed with the biomedical engineer, and it was reported that the device was returned to service after tightening the base.

Event description:
Philips received a complaint from the biomedical engineer, reporting that the roll stand was unstable. The device was not in clinical use when the issue occurred. No patient or user harm reported. The biomedical engineer reported that the roll stand was unstable, and the roll stand base needed to be tightened. Investigation ongoing / resolution pending